Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. The evaluation included an internal/external inspection and rite (returned instrument test evaluation) functional testing. The device failed volumetric accuracy testing associated with rite functional testing. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. The cause of the reported issue was due to the deteriorated piston foam. The piston foam was replaced during servicing. There is a CAPA open to address the issue of deteriorated piston foam. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.